Manufacturer narrative:
The suspect device was returned for (B)(4) carefusion factory service for evaluation and repair. The reported fault was verified as the blender required overhaul and was out of tolerance. The blender knob was damaged/broken and as a result the blender was no longer properly calibrated. After replacing the blender knob, performing overhaul and calibration, the issue was resolved.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect device is available to be returned for evaluation/repair at carefusion (B)(4) factory service. At this time, carefusion has not received the suspect device for evaluation/repair.

Event description:
The customer reported while using the p/n 9320 low flow air/oxygen microblender; the unit's delivered oxygen is not correct when compared with an external analyzer. The customer reported the unit is due for the two-year overhaul. The customer reported there is no patient involvement associated with the event.